Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during menstruation"), intermittent claudication ("intermittent claudication"), fatigue ("general fatigue"), dyspareunia ("dyspareunia"), headache ("headaches") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal with removal of both fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dysmenorrhoea, intermittent claudication, fatigue, dyspareunia, headache and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache and intermittent claudication to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during menstruation"), intermittent claudication ("intermittent claudication"), fatigue ("general fatigue"), dyspareunia ("dyspareunia"), headache ("headaches") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal with removal of both fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dysmenorrhoea, intermittent claudication, fatigue, dyspareunia, headache and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache and intermittent claudication to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: ha number received - ps/pf/61697. No new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, parity 2 and type 2 diabetes mellitus. Previously administered products included for an unreported indication: metformin and cerazet. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("daily bleeding"), 7 days after insertion of essure. On (B)(6) 2014, the patient experienced back pain ("low back pain / low back pain irradiating to the genitals / nephric colic"). On (B)(6) 2018, the patient experienced vomiting ("vomits"). On (B)(6) 2019, the patient experienced complication of device removal ("suspected essure remains as observed in pelvic x-ray"). On (B)(6) 2019, the patient experienced urinary tract discomfort ("urinary discomfort"). On (B)(6) 2019, the patient experienced pyrexia ("fever"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during menstruation"), intermittent claudication ("intermittent claudication"), fatigue ("general fatigue / tiredness"), dyspareunia ("dyspareunia"), headache ("headaches"), arthralgia ("joint pain"), haematuria ("¿menstruation¿ haematuria"), vulvovaginal candidiasis ("candidiasis / vaginal itching"), dizziness ("dizziness"), vision blurred ("blurred vision"), menstrual disorder ("menstrual alterations") and hypertension ("moderate arterial hypertension"). The patient was treated with surgery (essure removal with removal of both fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dysmenorrhoea, intermittent claudication, fatigue, dyspareunia, headache, arthralgia, back pain, genital haemorrhage, haematuria, vulvovaginal candidiasis, dizziness, vision blurred, menstrual disorder, complication of device removal, pyrexia, urinary tract discomfort, vomiting and hypertension outcome was unknown. The reporter provided no causality assessment for back pain, complication of device removal, dizziness, genital haemorrhage, haematuria, hypertension, menstrual disorder, pyrexia, urinary tract discomfort, vision blurred, vomiting and vulvovaginal candidiasis with essure. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache and intermittent claudication to be related to essure. The reporter commented: in claim (presente on follow-up 05-oct-2021): devices were inserted in different days: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on (B)(6) 2019: simple pelvic x-ray: a very small high-density image projected over the left pelvic region is observed, and according to its semiology, it matches the essure remains. The patient is feeling much better. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, parity 2 and type 2 diabetes mellitus. Previously administered products included for an unreported indication: metformin and cerazet. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("daily bleeding"), 7 days after insertion of essure. On (B)(6) 2014, the patient experienced back pain ("low back pain / low back pain irradiating to the genitals / nephric colic"). On (B)(6) 2018, the patient experienced vomiting ("vomits"). On (B)(6) 2019, the patient experienced complication of device removal ("suspected essure remains as observed in pelvic x-ray"). On (B)(6) 2019, the patient experienced urinary tract discomfort ("urinary discomfort"). On (B)(6) 2019, the patient experienced pyrexia ("fever"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during menstruation"), intermittent claudication ("intermittent claudication"), fatigue ("general fatigue / tiredness"), dyspareunia ("dyspareunia"), headache ("headaches"), arthralgia ("joint pain"), haematuria ("¿menstruation¿ haematuria"), candida infection ("candidiasis / vaginal itching"), dizziness ("dizziness"), vision blurred ("blurred vision"), menstrual disorder ("menstrual alterations") and hypertension ("moderate arterial hypertension"). The patient was treated with surgery (essure removal with removal of both fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dysmenorrhoea, intermittent claudication, fatigue, dyspareunia, headache, arthralgia, back pain, genital haemorrhage, haematuria, candida infection, dizziness, vision blurred, menstrual disorder, complication of device removal, pyrexia, urinary tract discomfort, vomiting and hypertension outcome was unknown. The reporter provided no causality assessment for back pain, candida infection, complication of device removal, dizziness, genital haemorrhage, haematuria, hypertension, menstrual disorder, pyrexia, urinary tract discomfort, vision blurred and vomiting with essure. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache and intermittent claudication to be related to essure. The reporter commented: in claim (presente on follow-up 05-oct-2021): devices were inserted in different days: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on (B)(6) 2019: simple pelvic x-ray: a very small high-density image projected over the left pelvic region is observed, and according to its semiology, it matches the essure remains. The patient is feeling much better. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2021: lawyer reporter added; claim was received; patient date of birth received; lab data updated; essure device information updated; adverse events added: "daily bleeding"; "low back pain / low back pain irradiating to the genitals / nephric colic¿; "¿menstruation¿ haematuria"; "candidiasis / vaginal itching"; "dizziness"; "blurred vision"; "menstrual alterations"; "complications of device removal"; "moderate arterial hypertension"; "fever"; "urinary discomfort"; "vomits"; events "general fatigue" update to "general fatigue / tiredness". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during menstruation"), intermittent claudication ("intermittent claudication"), fatigue ("general fatigue"), dyspareunia ("dyspareunia"), headache ("headaches") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal with removal of both fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dysmenorrhoea, intermittent claudication, fatigue, dyspareunia, headache and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache and intermittent claudication to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain, prevents her from walking') and device breakage ('pelvic radiograph image compatible with remnant of essure in left region of pelvis') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included stiff neck on (B)(6) 2017, articular calcification (and tendinosis of shoulder) on (B)(6) 2017, musculoskeletal pain (with functional impotence) on (B)(6) 2016, epigastric pain (also on (B)(6) 2015 with nausea and vomiting) on (B)(6) 2015, uterine myomatosis in 2015, venous insufficiency (base, no clear signs) on (B)(6) 2015, sore throat (throat signs and symptoms, hyperemic oropharynx, cough whitish expectoration on (B)(6) 2016) on (B)(6) 2014, dizziness (stress-related with cough) on (B)(6) 2013, nephrolithiasis (bilateral, nephritic colic, renal colic (B)(6) 2013, (B)(6) 2014:) on (B)(6) 2013, infection in (B)(6) 2013, otitis on (B)(6) 2013, lumbosacral disc herniation (on MRI) on (B)(6) 2013, lumbosacral disc herniation on (B)(6) 2012, peripheral vertigo, unspecified on (B)(6) 2012, erythema (scaling, cracks) on (B)(6) 2012, kidney stones (renal colic (B)(6) 2012) on (B)(6) 2012, herniated disc on (B)(6) 2012, knee pain on (B)(6) 2012, tendonitis (also on (B)(6) 2016, trapezius contracture, shoulder tendonitis on (B)(6) 2016, tendonitis in goose feet (B)(6) 2017, (B)(6)2018) on (B)(6) 2012, urinary tract infection (colic of left kidney, nephritic colic; also on (B)(6) 2012) on (B)(6) 2012, retrosternal pain (stabbing oppressive (B)(6) 2011; with rib pain (B)(6) 2012, chest pain (B)(6) 2018) in 2010, anxiety attack in 2010, uropathy (with renal colic, hospitalization) in 2009, renal colic in 2009, c-section and parity 2. Previously administered products included for an unreported indication: cerazet. Concurrent conditions included type 2 diabetes mellitus since (B)(6) 2012 and lumbar pain (with flexion limitation (B)(6) 2011; radiating to legs (B)(6) 2011; continues (B)(6) 2012, (B)(6) 2013, leg pain (B)(6) 2018, paravertebral and dorsolumbar pain radiating to the lower limbs (B)(6) 2018) since (B)(6)2011. Concomitant products included metformin for type 2 diabetes mellitus. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced syncope ("vasovagal syncope after essure insertion"). On (B)(6) 2013, the patient experienced intermittent claudication ("intermittent claudication"), fatigue ("general fatigue since essure insertion/ tiredness"), genital haemorrhage ("daily bleeding") and menstrual disorder ("menstrual alterations"). On (B)(6) 2014, the patient experienced back pain ("low back pain / low back pain irradiating to the genitals / nephric colic"). On (B)(6)2015, the patient experienced hypertension ("moderate arterial hypertension"). On (B)(6)2015, the patient experienced vulvovaginal candidiasis ("candidiasis / vaginal itching"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vomiting ("vomits"). On (B)(6) 2019, the patient experienced complication of device removal ("suspected essure remains as observed in pelvic x-ray"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and contraceptive device removal incomplete ("pelvic radiograph image compatible with remnant of essure in left region of pelvis"). On (B)(6) 2019, the patient experienced haematuria ("¿menstruation¿ haematuria") and urinary tract discomfort ("urinary discomfort"). On (B)(6) 2019, the patient experienced pyrexia ("fever"). On (B)(6) 2019, the patient experienced dyspareunia ("dyspareunia") and scar pain ("stinging sensation in the laparoscopic entrance section"). On an unknown date, the patient experienced headache ("headaches"), arthralgia ("joint pain in knee, knuckle, elbow, right shoulder, right hip, right hand, left foot"), dizziness ("dizziness"), vision blurred ("blurred vision") and dysmenorrhoea ("pain during menstruation"). The patient was treated with enalapril and surgery (essure removal with removal of both fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, device breakage, intermittent claudication, fatigue, dyspareunia, headache, arthralgia, back pain, genital haemorrhage, haematuria, vulvovaginal candidiasis, dizziness, vision blurred, menstrual disorder, complication of device removal, pyrexia, urinary tract discomfort, vomiting, hypertension, dysmenorrhoea, contraceptive device removal incomplete, syncope and scar pain outcome was unknown. The reporter provided no causality assessment for back pain, complication of device removal, device breakage, dizziness, dysmenorrhoea, genital haemorrhage, haematuria, hypertension, menstrual disorder, pyrexia, scar pain, syncope, urinary tract discomfort, vision blurred, vulvovaginal candidiasis and contraceptive device removal incomplete with essure. The reporter considered abdominal pain, arthralgia, dyspareunia, fatigue, headache, intermittent claudication and vomiting to be related to essure. The reporter commented: hospital / causality analysis (follow up 10-nov-2021): after essure device insertion on (B)(6) 2013, patient suffered vasovagal syncope, intravenous analgesia was administered, left the clinic and came back, to continue hysteroscopy on (B)(6) 2013. She had bleeding from that day on, daily bleeding as a menstrual bleeding, but without abdominal pain. Physical examination showed blood spots, no active bleeding. In 2015, visit to general emergency service for bleeding, was diagnosed with a bleeding pattern compatible with progestogen, then she was diagnosed with myomatous uterus patient appears asymptomatic until (B)(6) 2017. In her personal history were abdominal pain, joint pain, dizziness and anxiety and since essure was placed, frequency of medical care appointments similar to previous one. Until medical consultation on (B)(6) 2018, she expresses considering the relationship of the symptoms with essure. In (B)(6) 2019 and (B)(6) 2020 consultations, she reported persistent abdominal pain, dyspareunia and needed daily analgesia. Prior to placement of essure and following clinical history, she presented several pathological processes(more than 20) that had in common presence of pain, abdomen and back such as colic, nephritic diseases and urinary tract infections, not always coinciding as much as other pain of the locomotor system, these of varied origin, two herniated discs accompanied by low back pain, at least in the years 2011, 2012 and 2013 (diagnosed before 2012), joint in 2011 and 2012, chest pain and tendonitis in chicken leg (knee tendonitis). Diabetes mellitus diagnosed in 2012. Headache in 2012 in relation to hypertension. In this way, it seems clear that the placement of the essure is not related to the symptoms alleged to the contrary, since it is deduced from the clinical history that the frequency of the patient's visits to the doctors is not increased by the implantation of the device. Diagnostic results (normal ranges are provided in parenthesis if available): blood glucose (mg/dl) - on an unknown date: 187 mg/dl. Haematocrit (%) - on (B)(6) 2013: 42.7 %. Haemoglobin (g/dl) - on (B)(6) 2013: 14.2 g/dl. Pathology test - on (B)(6) 2019: salpingectomy surgical specimens with essure device -fallopian tube with hydatids of morgagni. Essure external device is identified. Minimal inflammatory changes with occasional eosinophils and minimal intra-abdominal foreign body type material in device area. -fallopian tube with minimal inflammatory changes and occasional eosinophils and minimal foreign body type material in device area. Essure external device is identified. Surgical pieces: -surgical piece of salpingectomy measuring 8.6 cm with fibers and thickness of 0.5 and 1 cm. A metallic intraluminal localization device identified that measures 3.1 cm in length after its removal. -integrate salpingectomy piece measures 7.4 cm is accompanied by fibers, has a thickness that ranges between 0.5 and 0.8 cm. A metallic intraluminal localization device is identified that measures 3.4 cm in length after its removal. Platelet count (giga/l) - on (B)(6) 2013: 246 giga/l. X-ray of pelvis and hip - on (B)(6) 2019: image compatible with remnant of essure in left region of pelvis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the gynecologist or gynecologist is not possible. Most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain, prevents her from walking') and device breakage ('pelvic radiograph image compatible with remnant of essure in left region of pelvis') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included stiff neck on (B)(6) 2017, articular calcification (and tendinosis of shoulder) on (B)(6) 2017, musculoskeletal pain (with functional impotence) on (B)(6) 2016, epigastric pain (also on (B)(6) 2015 with nausea and vomiting) on (B)(6) 2015, uterine myomatosis in 2015, venous insufficiency (base, no clear signs) on 11-jun-2015, sore throat (throat signs and symptoms, hyperemic oropharynx, cough whitish expectoration on (B)(6) 2016) on (B)(6) 2014, dizziness (stress-related with cough) on (B)(6) 2013, nephrolithiasis (bilateral, nephritic colic, renal colic (B)(6) 2013, (B)(6) 2014:) on (B)(6) 2013, infection in (B)(6) 2013, otitis on (B)(6) 2013, discopathy (on MRI) on (B)(6) 2013, lumbosacral disc herniation on (B)(6) 2012, peripheral vertigo, unspecified on (B)(6) 2012, erythema (scaling, cracks) on (B)(6) 2012, kidney stones (renal colic (B)(6) 2012) on (B)(6) 2012, herniated disc on (B)(6) 2012, knee pain on (B)(6) 2012, tendonitis (also on (B)(6) 2016, trapezius contracture, shoulder tendonitis on (B)(6) 2016, tendonitis in goose feet (B)(6) 2017, (B)(6) 2018) on (B)(6) 2012, urinary tract infection (colic of left kidney, nephritic colic; also on (B)(6) 2012) on (B)(6) 2012, retrosternal pain (stabbing oppressive (B)(6) 2011; with rib pain (B)(6) 2012, chest pain (B)(6) 2018) in 2010, anxiety attack in 2010, uropathy (with renal colic, hospitalization) in 2009, renal colic in 2009, c-section and parity 2. Previously administered products included for an unreported indication: cerazet. Concurrent conditions included type 2 diabetes mellitus since (B)(6) 2012 and lumbar pain (with flexion limitation (B)(6) 2011; radiating to legs (B)(6) 2011; continues (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2013, leg pain (B)(6) 2018, paravertebral and dorsolumbar pain radiating to the lower limbs (B)(6) 2018) since (B)(6) 2011. Concomitant products included metformin for type 2 diabetes mellitus. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced syncope ("vasovagal syncope after essure insertion"). On (B)(6) 2013, the patient experienced intermittent claudication ("intermittent claudication"), fatigue ("general fatigue since essure insertion/ tiredness"), genital haemorrhage ("daily bleeding") and menstrual disorder ("menstrual alterations"). On (B)(6) 2014, the patient experienced back pain ("low back pain / low back pain irradiating to the genitals / nephric colic"). On (B)(6) 2015, the patient experienced hypertension ("moderate arterial hypertension"). On (B)(6) 2015, the patient experienced vulvovaginal candidiasis ("candidiasis / vaginal itching"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vomiting ("vomits"). On (B)(6) 2019, the patient experienced complication of device removal ("suspected essure remains as observed in pelvic x-ray"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and contraceptive device removal incomplete ("pelvic radiograph image compatible with remnant of essure in left region of pelvis"). On (B)(6) 2019, the patient experienced haematuria (¿menstruation¿ haematuria") and urinary tract discomfort ("urinary discomfort"). On (B)(6) 2019, the patient experienced pyrexia ("fever"). On (B)(6) 2019, the patient experienced dyspareunia ("dyspareunia") and scar pain ("stinging sensation in the laparoscopic entrance section"). On an unknown date, the patient experienced headache ("headaches"), arthralgia ("joint pain in knee, knuckle, elbow, right shoulder, right hip, right hand, left foot"), dizziness ("dizziness"), vision blurred ("blurred vision") and dysmenorrhoea ("pain during menstruation"). The patient was treated with enalapril and surgery (essure removal with removal of both fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, device breakage, intermittent claudication, fatigue, dyspareunia, headache, arthralgia, back pain, genital haemorrhage, haematuria, vulvovaginal candidiasis, dizziness, vision blurred, menstrual disorder, complication of device removal, pyrexia, urinary tract discomfort, vomiting, hypertension, dysmenorrhoea, contraceptive device removal incomplete, syncope and scar pain outcome was unknown. The reporter provided no causality assessment for back pain, complication of device removal, device breakage, dizziness, dysmenorrhoea, genital haemorrhage, haematuria, hypertension, menstrual disorder, pyrexia, scar pain, syncope, urinary tract discomfort, vision blurred, vulvovaginal candidiasis and contraceptive device removal incomplete with essure. The reporter considered abdominal pain, arthralgia, dyspareunia, fatigue, headache, intermittent claudication and vomiting to be related to essure. The reporter commented: hospital / causality analysis (follow up 10-nov-21): after essure device insertion on (B)(6) 2013, patient suffered vasovagal syncope, intravenous analgesia was administered, left the clinic and came back, to continue hysteroscopy on (B)(6) 2013. She had bleeding from that day on, daily bleeding as a menstrual bleeding, but without abdominal pain. Physical examination showed blood spots, no active bleeding. In 2015, visit to general emergency service for bleeding, was diagnosed with a bleeding pattern compatible with progestogen, then she was diagnosed with myomatous uterus patient appears asymptomatic until (B)(6) 2017. In her personal history were abdominal pain, joint pain, dizziness and anxiety and since essure was placed, frequency of medical care appointments similar to previous one. Until medical consultation on (B)(6) 2018, she expresses considering the relationship of the symptoms with essure. In (B)(6) 2019 and (B)(6) 2020 consultations, she reported persistent abdominal pain, dyspareunia and needed daily analgesia. Prior to placement of essure and following clinical history, she presented several pathological processes(more than 20) that had in common presence of pain, abdomen and back such as colic, nephritic diseases and urinary tract infections, not always coinciding as much as other pain of the locomotor system, these of varied origin, two herniated discs accompanied by low back pain, at least in the years 2011, 2012 and 2013 (diagnosed before 2012), joint in 2011 and 2012, chest pain and tendonitis in chicken leg (knee tendonitis). Diabetes mellitus diagnosed in 2012. Headache in 2012 in relation to hypertension. In this way, it seems clear that the placement of the essure is not related to the symptoms alleged to the contrary, since it is deduced from the clinical history that the frequency of the patient's visits to the doctors is not increased by the implantation of the device. Diagnostic results (normal ranges are provided in parenthesis if available): blood glucose (mg/dl) - on an unknown date: 187 mg/dl. Haematocrit (%) - on (B)(6) 2013: 42.7 %. Haemoglobin (g/dl) - on (B)(6) 2013: 14.2 g/dl. Pathology test - on (B)(6) 2019: salpingectomy surgical specimens with essure device -fallopian tube with hydatids of morgagni. Essure external device is identified. Minimal inflammatory changes with occasional eosinophils and minimal intra-abdominal foreign body type material in device area. -fallopian tube with minimal inflammatory changes and occasional eosinophils and minimal foreign body type material in device area. Essure external device is identified. Surgical pieces: -surgical piece of salpingectomy measuring 8.6 cm with fibers and thickness of 0.5 and 1 cm. A metallic intraluminal localization device identified that measures 3.1 cm in length after its removal. -integrate salpingectomy piece measures 7.4 cm is accompanied by fibers, has a thickness that ranges between 0.5 and 0.8 cm. A metallic intraluminal localization device is identified that measures 3.4 cm in length after its removal. Platelet count (giga/l) - on (B)(6) 2013: 246 giga/l. X-ray of pelvis and hip - on (B)(6) 2019: image compatible with remnant of essure in left region of pelvis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the gynecologist or gynecologist is not possible. Most recent follow-up information incorporated above includes: on 10-nov-2021: medical records were provided via lawyer. Reporters deny contact. Medical history added (previously diabetes, parity 2, c-section, cerazette, metformin reported only), tests added. Events added: device breakage, complication of device removal, syncope, scar pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain upper ('abdominal pain, prevents her from walking /epigastric pain') and device breakage ('pelvic radiograph image compatible with remnant of essure in left region of pelvis') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "suspected essure remains as observed in pelvic x-ray" on (B)(6) 2019 and complication of device removal "pelvic radiograph image compatible with remnant of essure in left region of pelvis" on (B)(6) 2019. The patient's medical history included stiff neck on (B)(6) 2017, articular calcification (and tendinosis of shoulder) on (B)(6) 2017, musculoskeletal pain (with functional impotence) on (B)(6) 2016, epigastric pain (also on (B)(6) 2015 with nausea and vomiting) on (B)(6) 2015, uterine myomatosis in 2015, venous insufficiency (base, no clear signs) on (B)(6) 2015, sore throat (throat signs and symptoms, hyperemic oropharynx, cough whitish expectoration on (B)(6) 2016) on (B)(6) 2014, dizziness (stress-related with cough) on (B)(6) 2013, nephrolithiasis (bilateral, nephritic colic, renal colic (B)(6) 2013, (B)(6) 2014:) on (B)(6) 2013, infection in (B)(6) 2013, otitis on (B)(6) 2013, lumbosacral disc herniation (on MRI) on (B)(6) 2013, lumbosacral disc herniation on (B)(6) 2012, peripheral vertigo, unspecified on (B)(6) 2012, erythema (scaling, cracks) on (B)(6) 2012, kidney stones (renal colic (B)(6) 2012) on (B)(6) 2012, herniated disc on (B)(6) 2012, knee pain on (B)(6) 2012, tendonitis (also on (B)(6) 2016, trapezius contracture, shoulder tendonitis on (B)(6) 2016, tendonitis in goose feet (B)(6) 2017, (B)(6) 2018) on (B)(6) 2012, urinary tract infection (colic of left kidney, nephritic colic; also on (B)(6) 2012) on (B)(6) 2012, retrosternal pain (stabbing oppressive (B)(6) 2011; with rib pain (B)(6) 2012, chest pain (B)(6) 2018) in 2010, anxiety attack in 2010, uropathy (with renal colic, hospitalization) in 2009, renal colic in 2009, c-section, parity 2 (lesion removal: back neonate ((B)(6) 2007)), depressive disorder, low back pain, pharyngitis, vulval pruritus, unspecified chest pain, pes anserinus tendinitis, conjunctivitis, dermatitis, tonsillar exudate, common cold syndrome, tooth infection, difficulty breathing and chills. Previously administered products included for an unreported indication: cerazet and tramadol. Concurrent conditions included type 2 diabetes mellitus since (B)(6) 2012 and lumbar pain (with flexion limitation (B)(6) 2011; radiating to legs (B)(6) 2011; continues (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2013, leg pain (B)(6) 2018, paravertebral and dorsolumbar pain radiating to the lower limbs (B)(6) 2018) since (B)(6) 2011. Concomitant products included metformin for type 2 diabetes mellitus. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced syncope ("vasovagal syncope after essure insertion"). On (B)(6) 2013, the patient experienced intermittent claudication ("intermittent claudication"), fatigue ("general fatigue since essure insertion/ tiredness"), genital haemorrhage ("daily bleeding") and menstrual disorder ("menstrual alterations"). On (B)(6) 2014, the patient experienced back pain ("low back pain / low back pain irradiating to the genitals / nephric colic"). On (B)(6) 2015, the patient experienced hypertension ("moderate arterial hypertension"). On (B)(6) 2015, the patient experienced vulvovaginal candidiasis ("candidiasis / vaginal itching /vaginal pruritus"). On (B)(6) 2015, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vomiting ("vomits / cough"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced haematuria ("¿menstruation¿ haematuria/ mild haematuria") and dysuria ("urinary discomfort /dysuria"). On (B)(6) 2019, the patient experienced pyrexia ("fever"). On (B)(6) 2019, the patient experienced dyspareunia ("dyspareunia") and scar pain ("stinging sensation in the laparoscopic entrance section"). On an unknown date, the patient experienced headache ("headaches"), arthralgia ("joint pain in knee, knuckle, elbow, right shoulder, right hip, right hand, left foot /asthenia and joint pain"), dizziness ("dizziness"), vision blurred ("blurred vision / vision deficiency /vision discomfort"), aphonia ("aphonia"), dysmenorrhoea ("pain during menstruation"), rhinalgia ("nose pain"), torticollis ("torticolli"), odynophagia ("odynophagia") and respiratory failure ("upper respiratory insufficiency") and underwent lithotripsy ("lithotripsy"). The patient was treated with enalapril and surgery (essure removal with removal of both fallopian tubes / alpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain upper, device breakage, intermittent claudication, fatigue, dyspareunia, headache, arthralgia, back pain, genital haemorrhage, haematuria, vulvovaginal candidiasis, dizziness, vision blurred, menstrual disorder, pyrexia, dysuria, vomiting, hypertension, dysmenorrhoea, syncope and scar pain outcome was unknown. The reporter provided no causality assessment for back pain, device breakage, dizziness, dysmenorrhoea, dysuria, genital haemorrhage, haematuria, hypertension, menstrual disorder, pyrexia, scar pain, syncope, vision blurred and vulvovaginal candidiasis with essure. The reporter considered abdominal pain upper, arthralgia, dyspareunia, fatigue, headache, intermittent claudication, lithotripsy, odynophagia, respiratory failure, rhinalgia, torticollis and vomiting to be related to essure. No further causality assessment were provided for the product. The reporter commented: hospital / causality analysis (follow up 10-nov-21): after essure device insertion on (B)(6) 2013, patient suffered vasovagal syncope, intravenous analgesia was administered, left the clinic and came back, to continue hysteroscopy on (B)(6) 2013. She had bleeding from that day on, daily bleeding as a menstrual bleeding, but without abdominal pain. Physical examination showed blood spots, no active bleeding. In 2015, visit to general emergency service for bleeding, was diagnosed with a bleeding pattern compatible with progestogen, then she was diagnosed with myomatous uterus patient appears asymptomatic until (B)(6) 2017. In her personal history were abdominal pain, joint pain, dizziness and anxiety and since essure was placed, frequency of medical care appointments similar to previous one. Until medical consultation on (B)(6) 2018, she expresses considering the relationship of the symptoms with essure. In (B)(6) 2019 and (B)(6) 2020 consultations, she reported persistent abdominal pain, dyspareunia and needed daily analgesia. Prior to placement of essure and following clinical history, she presented several pathological processes(more than 20) that had in common presence of pain, abdomen and back such as colic, nephritic diseases and urinary tract infections, not always coinciding as much as other pain of the locomotor system, these of varied origin, two herniated discs accompanied by low back pain, at least in the years 2011, 2012 and 2013 (diagnosed before 2012), joint in 2011 and 2012, chest pain and tendonitis in chicken leg (knee tendonitis). Diabetes mellitus diagnosed in 2012. Headache in 2012 in relation to hypertension. In this way, it seems clear that the placement of the essure is not related to the symptoms alleged to the contrary, since it is deduced from the clinical history that the frequency of the patient's visits to the doctors is not increased by the implantation of the device. Hysterosalpingography ((B)(6) 2013) conventional gynaecologic cytology result ((B)(6) 2017) - form for inclusion in the waiting patient list ((B)(6) 2019) removal via laparoscopy ((B)(6) 2019) diagnostic results (normal ranges are provided in parenthesis if available): blood glucose (mg/dl) - on an unknown date: 187 mg/dl. Haematocrit (%) - on (B)(6) 2013: 42.7 %. Haemoglobin (g/dl) - on (B)(6) 2013: 14.2 g/dl. Pathology test - on (B)(6) 2019: salpingectomy surgical specimens with essure device fallopian tube with hydatids of morgagni. Essure external device is identified. Minimal inflammatory changes with occasional eosinophils and minimal intra-abdominal foreign body type material in device area. Fallopian tube with minimal inflammatory changes and occasional eosinophils and minimal foreign body type material in device area. Essure external device is identified. Surgical pieces: surgical piece of salpingectomy measuring 8.6 cm with fibers and thickness of 0.5 and 1 cm. A metallic intraluminal localization device identified that measures 3.1 cm in length after its removal. Integrate salpingectomy piece measures 7.4 cm is accompanied by fibers, has a thickness that ranges between 0.5 and 0.8 cm. A metallic intraluminal localization device is identified that measures 3.4 cm in length after its removal. Platelet count (giga/l) - on (B)(6) 2013: 246 giga/l. X-ray of pelvis and hip - on (B)(6) 2019: image compatible with remnant of essure in left region of pelvis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the gynecologist or gynecologist is not possible. Amendment: the report was amended for the following reason: coding correction received: split event - vomits / cough and aphonia to "vomits" and "aphonia". Event- aphonia added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain, prevents her from walking /epigastric pain') and device breakage ('pelvic radiograph image compatible with remnant of essure in left region of pelvis') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "suspected essure remains as observed in pelvic x-ray" on (B)(6) 2019 and complication of device removal "pelvic radiograph image compatible with remnant of essure in left region of pelvis" on (B)(6) 2019. The patient's medical history included stiff neck on (B)(6) 2017, articular calcification (and tendinosis of shoulder) on (B)(6) 2017, musculoskeletal pain (with functional impotence) on (B)(6) 2016, epigastric pain (also on (B)(6) 2015 with nausea and vomiting) on (B)(6) 2015, uterine myomatosis in 2015, venous insufficiency (base, no clear signs) on (B)(6) 2015, sore throat (throat signs and symptoms, hyperemic oropharynx, cough whitish expectoration on (B)(6) 2016) on (B)(6) 2014, dizziness (stress-related with cough) on (B)(6) 2013, nephrolithiasis (bilateral, nephritic colic, renal colic (B)(6) 2013, (B)(6) 2014:) on (B)(6) 2013, infection in (B)(6) 2013, otitis on (B)(6) 2013, lumbosacral disc herniation (on MRI) on (B)(6) 2013, lumbosacral disc herniation on (B)(6) 2012, peripheral vertigo, unspecified on (B)(6) 2012, erythema (scaling, cracks) on (B)(6) 2012, kidney stones (renal colic (B)(6) 2012) on (B)(6) 2012, herniated disc on (B)(6) 2012, knee pain on (B)(6) 2012, tendonitis (also on (B)(6) 2016, trapezius contracture, shoulder tendonitis on (B)(6) 2016, tendonitis in goose feet (B)(6) 2017, (B)(6) 2018) on (B)(6) 2012, urinary tract infection (colic of left kidney, nephritic colic; also on (B)(6) 2012) on (B)(6) 2012, retrosternal pain (stabbing oppressive (B)(6) 2011; with rib pain (B)(6) 2012, chest pain (B)(6) 2018) in 2010, anxiety attack in 2010, uropathy (with renal colic, hospitalization) in 2009, renal colic in 2009, c-section, parity 2 (lesion removal: back neonate ((B)(6) 2007)), depressive disorder, low back pain, pharyngitis, vulval pruritus, unspecified chest pain, pes anserinus tendinitis, conjunctivitis, dermatitis, tonsillar exudate, common cold syndrome, tooth infection, difficulty breathing and chills. Previously administered products included for an unreported indication: cerazet and tramadol. Concurrent conditions included type 2 diabetes mellitus since (B)(6) 2012 and lumbar pain (with flexion limitation (B)(6) 2011; radiating to legs (B)(6) 2011; continues (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2013, leg pain (B)(6) 2018, paravertebral and dorsolumbar pain radiating to the lower limbs (B)(6) 2018) since (B)(6) 2011. Concomitant products included metformin for type 2 diabetes mellitus. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced syncope ("vasovagal syncope after essure insertion"). On (B)(6) 2013, the patient experienced intermittent claudication ("intermittent claudication"), fatigue ("general fatigue since essure insertion/ tiredness"), genital haemorrhage ("daily bleeding") and menstrual disorder ("menstrual alterations"). On (B)(6) 2014, the patient experienced back pain ("low back pain / low back pain irradiating to the genitals / nephric colic"). On (B)(6) 2015, the patient experienced hypertension ("moderate arterial hypertension"). On (B)(6) 2015, the patient experienced vulvovaginal candidiasis ("candidiasis / vaginal itching /vaginal pruritus"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vomiting ("vomits / cough and aphonia"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced haematuria ("¿menstruation¿ haematuria") and dysuria ("urinary discomfort /mild haematuria /dysuria"). On (B)(6) 2019, the patient experienced pyrexia ("fever"). On (B)(6) 2019, the patient experienced dyspareunia ("dyspareunia") and scar pain ("stinging sensation in the laparoscopic entrance section"). On an unknown date, the patient experienced headache ("headaches"), arthralgia ("joint pain in knee, knuckle, elbow, right shoulder, right hip, right hand, left foot /asthenia and joint pain"), dizziness ("dizziness"), vision blurred ("blurred vision / vision deficiency /vision discomfort"), dysmenorrhoea ("pain during menstruation"), rhinalgia ("nose pain"), torticollis ("torticolli"), odynophagia ("odynophagia") and respiratory failure ("upper respiratory insufficiency") and underwent lithotripsy ("lithotripsy"). The patient was treated with enalapril and surgery (essure removal with removal of both fallopian tubes / alpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, device breakage, intermittent claudication, fatigue, dyspareunia, headache, arthralgia, back pain, genital haemorrhage, haematuria, vulvovaginal candidiasis, dizziness, vision blurred, menstrual disorder, pyrexia, dysuria, vomiting, hypertension, dysmenorrhoea, syncope and scar pain outcome was unknown. The reporter provided no causality assessment for back pain, device breakage, dizziness, dysmenorrhoea, dysuria, genital haemorrhage, haematuria, hypertension, menstrual disorder, pyrexia, scar pain, syncope, vision blurred and vulvovaginal candidiasis with essure. The reporter considered abdominal pain, arthralgia, dyspareunia, fatigue, headache, intermittent claudication and vomiting to be related to essure. No further causality assessment were provided for the product. The reporter commented: hospital / causality analysis (follow up 10-nov-2021): after essure device insertion on (B)(6) 2013, patient suffered vasovagal syncope, intravenous analgesia was administered, left the clinic and came back, to continue hysteroscopy on (B)(6) 2013. She had bleeding from that day on, daily bleeding as a menstrual bleeding, but without abdominal pain. Physical examination showed blood spots, no active bleeding. In 2015, visit to general emergency service for bleeding, was diagnosed with a bleeding pattern compatible with progestogen, then she was diagnosed with myomatous uterus patient appears asymptomatic until (B)(6) 2017. In her personal history were abdominal pain, joint pain, dizziness and anxiety and since essure was placed, frequency of medical care appointments similar to previous one. Until medical consultation on (B)(6) 2018, she expresses considering the relationship of the symptoms with essure. In (B)(6) 2019 and (B)(6) 2020 consultations, she reported persistent abdominal pain, dyspareunia and needed daily analgesia. Prior to placement of essure and following clinical history, she presented several pathological processes(more than 20) that had in common presence of pain, abdomen and back such as colic, nephritic diseases and urinary tract infections, not always coinciding as much as other pain of the locomotor system, these of varied origin, two herniated discs accompanied by low back pain, at least in the years 2011, 2012 and 2013 (diagnosed before 2012), joint in 2011 and 2012, chest pain and tendonitis in chicken leg (knee tendonitis). Diabetes mellitus diagnosed in 2012. Headache in 2012 in relation to hypertension. In this way, it seems clear that the placement of the essure is not related to the symptoms alleged to the contrary, since it is deduced from the clinical history that the frequency of the patient's visits to the doctors is not increased by the implantation of the device. Hysterosalpingography ((B)(6) 2013) conventional gynaecologic cytology result ((B)(6) 2017). - form for inclusion in the waiting patient list ((B)(6) 2019) removal via laparoscopy ((B)(6) 2019). Diagnostic results (normal ranges are provided in parenthesis if available): blood glucose (mg/dl) - on an unknown date: 187 mg/dl. Haematocrit (%) - on (B)(6) 2013: 42.7 %. Haemoglobin (g/dl) - on (B)(6) 2013: 14.2 g/dl. Pathology test - on (B)(6) 2019: salpingectomy surgical specimens with essure device fallopian tube with hydatids of morgagni. Essure external device is identified. Minimal inflammatory changes with occasional eosinophils and minimal intra-abdominal foreign body type material in device area. Fallopian tube with minimal inflammatory changes and occasional eosinophils and minimal foreign body type material in device area. Essure external device is identified. Surgical pieces: surgical piece of salpingectomy measuring 8.6 cm with fibers and thickness of 0.5 and 1 cm. A metallic intraluminal localization device identified that measures 3.1 cm in length after its removal. Integrate salpingectomy piece measures 7.4 cm is accompanied by fibers, has a thickness that ranges between 0.5 and 0.8 cm. A metallic intraluminal localization device is identified that measures 3.4 cm in length after its removal. Platelet count (giga/l) - on (B)(6) 2013: 246 giga/l. X-ray of pelvis and hip - on (B)(6) 2019: image compatible with remnant of essure in left region of pelvis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the gynecologist or gynecologist is not possible. Most recent follow-up information incorporated above includes: on 9-jun-2022: relevant history and event - rhinalgid, torticolli, lithotripsy, odynophagia , respiratory insufficiency were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.